Event description:
In 2006, the pt underwent an endoscopy procedure that confirmed the pt's esophagus contained a 3cm stricture and small hiatal hernia. At two months later, the physician placed a cook endoscopy esophageal z stent w/dua anti-reflux valve. The info provided indicated the stent deployed without any problems. In 2007, the pt presented with dysphagia (difficulty swallowing). Another endoscopic procedure was performed and the stricture was noted to be 8cm in length. Also, the stent was found to be fragmented with part of the stent in the pt's pylorus and the remainder situated in the esophagus. The stricture was dilated to 15mm. At approx 25 days later, another stent was placed to bridge the stricture. Nothing was retrieved from the pt. The pt did not experience any adverse effects due to this observation. The pt did not require any add'l procedures other than what is described above.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. A xerox copy of the pt's x-ray was returned for evaluation. A review of the x-ray copy by clinical personnel was conducted. Clinical personnel aggress with the report that the stent has fragmented and a portion of the sent has migrated into the pt's stomach, while the remainder of the stent is positioned in the pt's esophagus. No other observations were noted from viewing the x-ray copy. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reports of stent fragmentation. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the product was not returned for evaluation. The instructions for use for this product list the contraindications, which include pts with a hiatal hernia. Add'l info provided indicated the pt has a small hiatal hernia. Therefore, the pt's condition contraindicated use of this product. Add'l info indicated the pt underwent chemotherapy or radiation treatments after stent placement. The instructions for use cautions after anti-reflux z-stent placement, alternate methods of treatment, such as chemotherapy and radiation, should not be administered as this may increase the risk of stent migration due to stent erosion. The administration of chemotherapy or radiation could have caused the stent fragmentation and migration. The instruction for use for the esophageal z-stent with dua anti-reflux valve indicate stent migration is a potential complication. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use, and the pt's condition contraindicated use of this product. Stent fragmentation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.